Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator alarmed with vent inop. The customer reported there was no patient involvement.

Manufacturer narrative:
Follow up report - modified problem statement to include specific failure. Updated device evaluation with fse eval info. Added repair info to resolution/disposition.

Event description:
The customer reported that the ventilator alarmed with vent inop due to air valve liftoff failure. The customer reported there was no patient involvement.